Event description:
A nurse reported that before surgery there was a temporary lack of communication between the system and the footswitch. After restarting the system the footswitch partially worked again and the procedure was completed with no complications. The footswitch main buttons worked, but two side buttons did not work. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The product met specifications at the time of release. The root cause cannot be determined conclusively.